Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. According to the report, the patient's tandem pump was receiving inaccurately low cgm readings, causing the control iq algorithm to decrease or suspend unspecified insulin delivery. At the onset of the event, the patient was feeling poorly and the cgm was reading 40-150 mg/dl throughout the day. She began vomiting and at some point her pump displayed values under 60 mg/dl. She developed urinary large ketones. The patient's conventional blood glucose (bg) meter was at school with no such device at home, so a bg level was not checked to compare the patient's symptoms with the pump value. The family called the pediatric endocrine physician on-call, who suggested giving juice to bring the blood sugar above 240 mg/dl in order to administer supplemental insulin. The family administered sugared juice, as frequently as every fifteen minutes, including overnight, in an attempt to bring up the value. However, the pump display of her cgm blood sugars did not climb above the mid 100s. The next day, the family brought the patient's to the emergency room because she looked poorly and the value was still not above 200 mg/dl. At the emergency room, her plasma glucose was found to be 1520 mg/dl and she was diabetic ketoacidosis. The patient was treated in intensive care unit (ICU) with unspecified IV insulin. The sensor was changed with the same transmitter and continued to have inaccuracies. There was no report of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5115882 diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - impact code - f1004 underdose.